Manufacturer narrative:
Concomitant product(s): a 7020 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced diminished atrial sensing and under sensing during atrial and ventricular arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.